Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked luer hub is confirmed; however, the exact cause is unknown. A portion of what appears to be a 20 g powerloc ez infusion set with y-site was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water from the distal end of the tubing and a spraying leak was observed emanating from the y-site. A microscopic observation revealed a large crack in the side of the y-site. The crack was observed to extend from the proximal end of the luer connector to about the center of the y-site. Whitening of the material was observed at the proximal end of the crack. Microscopic stress fractures were observed near the crack and the crack itself was observed to be mostly straight with an uneven surface texture. While the exact cause of the crack in the y-site is unknown, possible contributing factors include forceful insertion of a tapered object into the orifice of the luer connector, over-tightening of the connector, and exposure to incompatible chemicals. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a right chest power port that began to leak. A crack was noted on the plastic hub of the powerloc needle where the needleless adapter was attached.